Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information is available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice automated peritoneal dialysis (pd) sets were leaking from the patient line. The leaks were discovered at the patient line when the patient checked the lines prior to connecting for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.